Manufacturer narrative:
No patient information was provided in the article. Citation: tian-yuan xiong, yuan feng, mao chen article title: pacemaker implantation after transcatheter aortic valve replacement: a perspective from deployment and sizing international journal of cardiology 2016 222:654-5 10.1016/j.ijcard.2016.08.038. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding permanent pacemaker implantation after transcatheter aortic valve replacement (tavr). All data was collected from literature review between 2014 and 2016. The review stated the most discussed complications following tavr are paravalvular leak (pvl), vascular complications, permanent pacemaker implant and stroke. The article indicated the rate of permanent pacemaker implant varies between studies and implanted valves but is thought to be related to deeper implantations, pre-existing right bundle branch block (rbbb) and valve sizing. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and a medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.